Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the system and memory pcb assemblies. After replacing the system and memory pcb assemblies, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that device display was blank and the service led flashes. There was no pt used associated with the reported event.